Manufacturer narrative:
Per tandem's t:slim user guide: "humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was not impacted. Reportedly, the cartridge had been in use for 3 days. The customer was able to load a cartridge successfully and resume insulin delivery.